Event description:
It was reported that the ventricular lead exhibited oversensing. High ventricular rate stored electrograms were noted with ventricular oversensing occurring at the same time as the atrial intercardiac experienced noise. A holter was prescribed and a three second pause was noted.

Manufacturer narrative:
Na